Manufacturer narrative:
Investigation determined a loose component caused the handpiece trigger to stick (remained depressed). This is an isolated occurrence. The incident is reportable because there is potential for injury.

Event description:
Handpiece trigger was stuck (depressed) and caused laser to fire on its own.